Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and reboot passed. The receiver log passed. The share log was reviewed with no errors observed. Functional test was performed and it passed. The receiver case was opened, and the internal visual inspection passed. The allegation was not confirmed. The probable cause could not be determined.